Event description:
The reporter stated that the power is intermittent on the alarm. This was discovered during a demonstration to the hospital staff. The reporter could not provide the date when this was discovered. There was no patient contact or injury.

Manufacturer narrative:
Results: eval of the returned product did not confirm the reported issue. The alarm powered on and passed all functional tests. However, there is corrosion from battery leakage on a flat battery contact. (B)(4).